Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 5 years, 7 months due to perivalvular leak (pvl). Per the op report, this patient developed a significant aortic insufficiency secondary to a pvl of his prosthetic valve. During explantation, there was an area near the noncoronary cusp and right coronary cusp commissure that appeared to be leaking. There appeared to be a gap in the region between the annulus and the aortic valve prosthesis. The device was replaced with a new edwards bioprosthetic valve. Transesophageal echocardiogram was performed, and this demonstrated a well-seated prosthetic valve with no pvl.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported perivalvular leak (pvl) could not be confirmed. Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The type and cause of regurgitation varies depending upon multiple factors. In this case, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information.